Event description:
Patient reported right side shooting pain, hardness, and implant removal from textured to smooth due to the concerns of the product. Healthcare professional reported right side capsular contracture baker grade iii and textured to smooth implant exchange due to the concerns of the product. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to spec, deformation device, air void in the gel, red particles in the shell and wear abrasion. Cloudy in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
The device has been explanted and replaced.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, g.1, h.6.